Event description:
It was reported that while using bd facslyric¿ facsflow under pressure leaked outside of instrument. There was no customer impact reported. The following information was provided by the initial reporter, translated from german to english: there is a problem with the sit flush with our facslyric. I started it as always and carried out the pqc (it worked). During the sit flushes that followed, I noticed that the needle was dripping. I then did a sit flush again and held a tube with wfi under it - nothing was sucked away. I have already tried daily clean and all possible fluidics measures, but it did not help. 1. Was the leak contained within the instrument? No ¿ it was dripping out of the needle. 2. Was the leak in a customer accessible location? Yes ¿ at the needle. 3. Was there spray of fluid under pressure? Normally it could even spray in this scenario but as described just drops have been observed, but yes, still a bit pressure. 4. What was the fluid that leaked? The fluid itself is just facsflow to rinse/clean the sample line => but as it´s rinsing the sample line in a highly diluted concentration any previous sample could be with the drips. 5. What is the source of leak -- waste line or non-waste line? Because of the above mentioned function I would describe it as waste line. 6. Was the customer exposed to blood or bodily fluids? No ¿ as customer informed us, the issue appeared after performance check ¿ there was no probes measured 7. Was there any physical harm to the customer as a result of the leak? No¿

Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to facslyric 2l4c instrument, part # 651164 serial # (B)(6). Problem statement: customer reported a complaint regarding a waste leakage without bleach not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from (B)(6) 2019 to (B)(6) 2020. Complaint trend: there are 3 complaints related to waste leakages without bleach not contained within the instrument; date range from (B)(6) 2019 to (B)(6) 2020. Manufacturing device history record (DHR) review: DHR part #651164 serial #(B)(6) file # 651164-651164-r651164000058-106663669-20, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage of waste not contained within the instrument was due to worn pinch valve tubing. The pinch valve¿s default state is pinched shut, so if an instrument is unused for a prolonged amount of time this tubing will be worn, closed shut or not fully open and will have to either be exercised/massaged and reconnected or replaced entirely. Proper airflow through the v8 pinch valve is necessary for aspiration during the sit flush operation, and prevents dripping and carryover issues. The fse (field service engineer) confirmed the issue was due to the pinch valve tubing and adjusted it. No parts were requested for evaluation as no parts needed to be replaced. After the repair the instrument was tested and was performing as expected. Although the leakage of biohazardous material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way as they had not come in contact with the leakage. Additionally, the leak was not under pressure and did not spray, and thus did not significantly increase the risk of exposure. This instrument was being used for research purposes, not clinical treatment, and so this incident did not affect or delay the diagnosis of a patient. Proper scheduled cleaning and other maintenance can help in reducing the possibility of blocked pinch valves, and instructions can be found in chapter 13 of the bd facslyric¿ clinical system instructions for use (#23-19938-02 rev. 1/vers. A). The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: 01708496, case # 01201211 install date: (B)(6) 2020 defective part number: n/a work order notes: o subject / reported: 651164 - facslyric 2l4c instrument - the needle drips on sit flush o problem description: email from the customer to flow support: there is a problem with the sit flush with our facslyric. I started it as always and performed the pqc (it worked). During the subsequent sit flushes, I noticed that the needle was dripping. I then did a sit flush again and held a tube with wfi underneath - nothing was sucked away. I have already tried daily clean and all possible fluidics measures, but it did not help. O work performed: ms. Seidl passed through by phone - hose at pinch valve (sit flush) tightened a little, pinch valve switches again - sit flush can be performed again, device is ok and can be used again o cause: pinch valve could no longer shift o solution: hose retightened at the pinch valve returned sample evaluation: a return sample was not requested because there were no replaced parts. Risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no o azure ID: 89169 o ID: libivd-ra-61 2.1.6 o reg status: ivd; ruo o hazard: exposure to biological sample. O cause: back drip from injection port (sit). O harmful effects: harm to operator. (Exposure to stained sample). O risk control: - sit design to capture back drips. - provide instruction for universal precautions. O req link (azure ID): 93132 libivd-did-262 sample preservation during pause o implementation verification: - lsvn-1008-dp sit backflow control - libivd-se-15-51ir o effectiveness verification: - lsvn-1008-dr - libivd-se-15-51ir o probability: 1 o severity: 3 o risk index: 3 o residual risk evaluation: a o new hazards: none mitigation(s) sufficient ¿yes ¿no root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn pinch valve tubing. Conclusion: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn pinch valve tubing. The fse confirmed the issue and readjusted the pinch valve tubing so it was no longer stuck shut. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, since this instrument was not being used for clinical treatment, this incident did not affect or delay the treatment of a patient. The safety risk is moderate, s3, and there was no impact to the customer health or safety. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone #: (B)(6). Initial reporter fax #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd facslyric¿ facsflow under pressure leaked outside of instrument. There was no customer impact reported. The following information was provided by the initial reporter, translated from (B)(6) to english: there is a problem with the sit flush with our facslyric. I started it as always and carried out the pqc (it worked). During the sit flushes that followed, I noticed that the needle was dripping. I then did a sit flush again and held a tube with wfi under it - nothing was sucked away. I have already tried daily clean and all possible fluidics measures, but it did not help. Was the leak contained within the instrument? No ¿ it was dripping out of the needle. Was the leak in a customer accessible location? Yes ¿ at the needle. Was there spray of fluid under pressure? Normally it could even spray in this scenario but as described just drops have been observed, but yes, still a bit pressure. What was the fluid that leaked? The fluid itself is just facsflow to rinse/clean the sample line but as it´s rinsing the sample line in a highly diluted concentration any previous sample could be with the drips. What is the source of leak -- waste line or non-waste line? Because of the above mentioned function I would describe it as waste line. Was the customer exposed to blood or bodily fluids? No ¿ as customer informed us, the issue appeared after performance check ¿ there was no probes measured. Was there any physical harm to the customer as a result of the leak? No¿.